Manufacturer narrative:
(B)(4). Device evaluated by MFR: the investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that a thrombus occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 27 mm watchman ® laa closure device and delivery system (wds) was advanced. The closure device was successfully implanted and there were no patient complications. On (B)(6) 2018 the patient had a 45 day follow up. A transesophageal echocardiography (tee) was performed that confirmed the presence of a thrombus on the device. The patient is reported as being fine.